Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms during basal and bolus and experienced high blood glucose. The customer stated his blood glucose level must have been in the 500 mg/dl range. The customer treated with manual injections. Troubleshooting was performed and the customer found the cannula was bent. The customer mentioned he had pain when inserting the infusion set. The insulin pump will not be returned. The infusion set will be returned for analysis.